Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during tonsillectomy/amygdalectomy procedure, the insulation from the diathermy pencil broke off. The surgeon noticed the blue material in the patient cavity. Two or three pieces of insulation were found inside the patient cavity. The surgeon removed all insulation from the patient cavity. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found the electrode tip was bent. The blue insulation was scraped as if it had been grasped with another device. Particles were noted to be hanging loose at the interface between the blade and the insulation. The noted damage is due to user mishandling.